Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine followup, upon interrogation the right atrial lead exhibited noise. The lead was tested with the new pulse generator, no noise was noted, the lead was used. The patient was resting comfortably post procedure.